Manufacturer narrative:
H10: additional information in b5, d10, e3, e4.

Event description:
Additional information provided. A sus voluntary event report (mw5096164) was received which stated ¿when priming IV tubing from a d5w bag, discovered unidentified black object in cassette portion of the tubing.¿.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received. Possible lot number: 4604989, exp. Date 03/01/2023, mfg date 03/01/2020.

Event description:
The event involves a ndehp plumset 2claves-sl that had a black chunk in the cassette when priming it. The set was attached to a solution bag. There was no patient involvement.